Event description:
The rptr called on behalf of her mother. The rptr is a nurse, and had called an ambulance to transport her mother to the hosp due to heart problems. While the emergency medical technicians were there, the rptr requested a health care provider/meter comparision. Her mother's blood glucose had tested at 98 mg/dl, and the healthcare provider's meter result was 156 mg/dl, 20 minutes apart. The rptr had not been able to do a control test since she did not have any control solution. She stated no problems related to blood glucose symptoms, and did not allege harm.